Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was intermittently not vibrating for alerts/alarms. Reportedly, the customer continued to use the pump for insulin therapy. It was reported that the customer experienced elevated blood glucose (bg) of 600mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus.